Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The subject was enrolled into reprise IV study in (B)(6) 2019 and index procedure was performed on the same day. On the same day, post index procedure, electrocardiogram (ECG) revealed left bundle branch block. The event caused prolongation of existing hospitalization, and the event was treated medically. At the time of reporting, the event was considered as not recovered/ not resolved.